Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow up. The real-time egm showed device exhibited post-paced t-wave oversensing. Programming changes were made during the device check.